Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor prompt occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause could not be determined. The reported event of anew sensor prompt is reportable based on the finding of a an early sensor expiration. The sensor was inserted into the arm on (B)(6) 2020 which is off-label usage of the device. No injury or medical intervention was reported.